Event description:
Customer reported a blank display persisting on the insulin pump after receiving a new battery cap, and that the battery cap would not fit on the device. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 87 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the connector lcd isolation tape noted. The original battery cap was not returned therefore, unable to verify battery cap damage. The test battery cap fits and removes properly in the battery compartment noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker.